Event description:
A malfunction was reported on the customer's pump, which occurred without any notable preceding events. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support confirmed the reset of the malfunction code in the pump logs and decided to replace the pump. The customer will continue to use current pump for insulin therapy.